Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. Device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. Customer¿s high blood glucose value was 900 mg/dl at the time of incident. Customer was treated with intravenous insulin drip for high blood glucose. Customer stated that the customer was nauseated and was not clear about things. Customer stated that they have contacted their health care professional regarding high blood glucose. Customer was not calling back to perform a high pressure test. Customer has been using insulin pump system within 48 hours of reported high blood glucose. The device will not return for the analysis.